Manufacturer narrative:
On november 10st stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Comments from physician: it was impossible to find how and what caused the shoulder dislocation because the patient had dementia. The physician thinks shoulder dislocation had nothing to do with the implants or with the position of the implants. According to the surgeon the dislocation had nothing to do with the implant, root cause not related to the device.

Event description:
(B)(6) 2017: stem and head were inserted for shoulder osteoarthritis and rotator cuff tear. (B)(6) 2017: in postoperative examination, the patient's left shoulder was found to be dislocated. (B)(6) 2017: a surgery to reposition the dislocated shoulder was done (no implants were removed.) Comments from physician: it was impossible to find how and what caused the shoulder dislocation because the patient had dementia. The physician thinks shoulder dislocation had nothing to do with the implants or with the position of the implants.